Event description:
Physician reported an essure pt who complained of severe back and pelvic pain and an inability to walk eight days post-procedure. The pt said she is allergic to inexpensive jewelry and the physician was interested in knowing if this was an allergic reaction to nickel. Physician believed pt's symptoms were related to a nickel allergy and the essure micro-inserts were removed to address the pt's symptoms. A retrospective eval of the adverse event data from the phase ii and pivotal trial was performed to determine if potential corrosion of the essure micro-insert may have released adverse quantities of nickel ions. The eval of clinical adverse event data found no evidence of nickel allergy in 650 women followed for 3 to 27 months. There were no chronic reports of skin rash or itching.

Manufacturer narrative:
This MDR is being submitted after an internal audit found it had inadvertently not been previously filed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.